Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8100 sn: (B)(4). Customer wanted to know what is the cause for this error code. I explain to the customer that he needed to replace the led board in the 8100. I explain to the customer that the error code is cause by a bad led board. The customer said ok. I also supplied the customer with the part number for the display board. The customer said thank you and ended the call. Failure device type: failure problem type: failure mode: case resolution: I explain to the customer that the error code is cause by a bad led board. The customer said ok. I also supplied the customer with the part number for the display board. The customer said thank you and ended the call.